Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a firing across the bronchial and stapling the artery in a lobectomy, device did not deploy staples and instead cut the artery causing patient to bleed out. The patient died six minutes later on the table.